Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by an ICU nurse that the customer was hospitalized for an unknown reason. Blood glucose reading was unknown. It is unknown when the customer was admitted to the hospital or the duration of the hospital stay. The insulin pump will not be returned for analysis.